Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance of a duo vent solution set used in conjunction with an evacuated container where the drug flows for about 10 minutes and then would have some issues getting flow during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.